Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a brain surgery, it was discovered that the motor device was heating up a lot. It was not reported if there were any delays in the surgical procedure. It was reported that there was a spare device available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from (B)(6) 2019 to (B)(6) 2019. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the locking components and flex circuit were damaged. It was further determined that the device generated heat. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, noise assessment, no short circuit between phases and connector body(42), no short circuit between hall sensors and connector body(42), no short circuit between 5vdc line and connector body(42), no short circuit between sensor gnd and connector body(42), motor thermistor assessment and loctile and cable assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.